Event description:
Customer reported a past high blood glucose event, but the specific value was not known as it displayed "high." To resolve the high blood glucose, the customer administered a correction bolus via the pump.